Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis in used condition. Visual inspection of the pump shows the pump was in good condition. Event log shows service due message on 3/10/2018. Use testing was performed. The customer complaint was confirmed. Service replaced the clock battery. The root cause is unknown.